Event description:
There has been no adverse event. During commissioning the customer was measuring open cone out factors (relative to 10x10 cone), it was noticed that the 20x20 cone factors were really low, approx 10-12% lower than expected. The customer looked at the light field on the cone, and noticed that the light field was not hitting the cutters in the inline (gun --> target) direction (g=0, and coll=0). But the linac allowed them to beam on (the machine was in interlock 0/1, not ctrl t), they measured all energies with this cone (6-18mev). At that stage, they looked at the auto tracking figures, which were correct, but no cone ID was shown. The customer looked at the corresponding cone on another machine, and the light field looked as it is supposed to look.

Manufacturer narrative:
The manufacturer's investigation is on-going. Elekta will provide further information when the investigation is complete.

Manufacturer narrative:
The manufacturer's analysis indicates every beam was being delivered within specification and that no safety issue exists. It does not however, explain why the customer's open cone output factor measurements were lower than expected nor the strange applicator size on the integrity screen. The manufacturer performed various experiments but was unable to reproduce the fault. The device was working within specifications.